Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a second laparoscopy on a different patient, using the same product and upon insertion of the trocar, it was noted that there was a crack or hairline piece was missing. The trocar was immediately removed from the abdomen. The surgeon performed a visual inspection inside the abdomen and piece was not found. Piece described as "half an eye-lash" in size. It was unclear if this product is from the same lot as the event as another package was opened during the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.